Manufacturer narrative:
A partial lead with the connector portion measuring 11.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion was noted at 2.4-2.5 cm from the proximal end of quad lumen tubing consistent with lead friction to the device can. The etfe coating was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled venogram appointment on (B)(6) 2019 and while performing fluoroscopy, externalized conductors on the right ventricular lead were observed. The lead was explanted on (B)(6) 2019. During the explant procedure, it was noted that the patient's blood pressure dropped, and the new lead was unable to be implanted. The patient was in stable condition after the procedure. The new lead was successfully implanted on (B)(6) 2019 and the patient's condition was stable throughout the procedure.